Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, non-physiological noise was noted. The lead was replaced. No adverse consequences for the patient were reported.

Manufacturer narrative:
(B)(4).